Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted during testing. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and broken pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were not functional. It was found the buttons were sticking and a no delivery alarm occurred. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Troubleshooting did not occur for the no delivery alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.